Event description:
It was reported that after lead placement, high pacing lead impedance was observed. The lead was replaced and normal impedance was observed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis normal. No anomaly found.